Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. Analysis revealed a damaged grommet, a loose/detached set screw and a damaged set screw. Concomitant medical products. 7121 competitor lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during a device change out procedure, a competitor right atrial (ra) lead was inserted into the atrial port of the device and it was determined that there was an insulation issue just proximal of the electrode ring. The device set screw was then loosened to disconnect the ra lead in order for it to be capped. After capping the lead, a pin plug was then inserted into the atrial port of the device. Attempts to tighten the setscrew onto the pin plug were unsuccessful as the wrench failed to engage the setscrew to apply torque. Both the physician and the scrub technician attempted multiple times but were unsuccessful. The device was not used and a single chamber implantable cardioverter defibrillator (ICD) was selected instead. No patient complications have been reported as a result of this event.